Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 ra lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the patient presented with syncope. It was determined that the right ventricular (rv) lead exhibited over-sensing and high impedance. The physician decided to continue use of the lead and revise in a couple years when the device reaches elective replacement indicator (eri). The lead remains in use. No patient complications have been reported as a result of this event.